Manufacturer narrative:
Due diligence was executed for this event with no response from the customer. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the biopsy channel was clogged with a foreign material. Due to the clogging, the suction function does not work at all, and the tube cleaning brush cannot be inserted. Additional observations for the device are: air/water and suction cylinders discolored; lens glue corroded; grip scratched; and plastic cover has a dent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure an unknown material was stuck in the device. There is no reported harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.